Event description:
The customer reported an "equipment disabled" message during care of a pt. The involved pt died.

Manufacturer narrative:
(B)(4). Investigation revealed that a software defect could cause the device to lock out therapy mode in certain circumstances. A software fix is being developed.